Event description:
Olympus (oj) was informed that the customer 4k ultra high-definition liquid crystal display monitor ¿did not turn on and start-up¿ during inspection for use. The intended procedure has been completed by replacing the monitor. No death or injury has occurred.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, the device does not start-up. A visual inspection was performed, no abnormalities were observed. The cause of the issue could not be determined; however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor does not power up occurred because there was an abnormality in the output of the internal switching regulator due to the characteristic failure of this ic133. The cause of the failure of the ic133 could not be identified. Olympus will continue to monitor field performance for this device.